Event description:
On march 23, 2020, it was initially reported to gynesonics that a patient treated with the sonata system was re-admitted in the hospital for reintervention: hysteroscopic myomectomy (includes morcellation) on (B)(6) 2018. Treated with sonata: on (B)(6) 2018. Fibroid treated: figo type 2-5, transmural and figo type 3, intramural. Re-intervention for hmb surgery date: on (B)(6) 2018, 209 days post-sonata. Sae submitted by (B)(6): uterine fibroid with anaemic hypermenorrhoea. Start date on (B)(6) 2018; end date on (B)(6) 2018. Fibroid reintervention: on (B)(6) 2018, excision and destruction of diseased uterine tissue: removal of one or more fibroids without extended myometrial suture: hysteroscopic; primary diagnosis at time of hysteroscopic myomectomy: other abnormal uterine bleeding or vaginal bleeding. Secondary diagnosis at time of hysteroscopic myomectomy: submucosal leiomyoma of the uterus. Intramural leiomyoma of the uterus.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.